Event description:
It was reported that the centering pins broke during scaling, and the tips of the bending pliers are worn out. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A visual inspection was performed and the product conforms to specification. There is a new design available that should resolve the reported issue. However, a review of the device history records has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the device history record reports the complaint to be invalid, the manufacturing documents were reviewed and no complaint related issues were found.